Event description:
It was reported during a diagnostic endobronchial ultrasound (ebus) procedure, the balloon was too small for the distal tip of the ultrasound bronchofibervideoscope and fell off. The balloon was recovered. A new balloon was used to finish the procedure. An ebus needle was being used at the location. The event resulted in the procedure being prolonged less than 30 minutes. There was no report of patient harm. (B)(6).